Event description:
Literature: turner ms. Assessing syndromes of catheter malfunction with synchromed infusion systems: the value of spiral computed tomography with contrast injection. Pm r. Aug 2010; 2(8):757-766. Summary: pts receiving intrathecal medications are sensitive to infusion changes; this article reviews a number of unique clinical presentations when this occurs and describes the value of spiral computed tomography to help identify and treat such issues by visualizing flow from the tip of the catheter within the system. Fifty two spiral CT scan procedures were reviewed. Twenty three scans were interpreted as normal; all but 3 responded to dose adjustments. These 3 underwent catheter replacement. The authors postulated these 3 individuals had microleaks. Seventeen demonstrated loculations, 6 showed extravasation, 4 found the catheter subdural, 1 showed the catheter tip to be epidural. All pts with abnormal findings underwent revision of their catheter followed by improvement of drug delivery. Event: six individuals experienced delayed leak syndrome. This report is for a (B)(6) male with severe spasticity from cp who experienced delayed leak syndrome. When sitting up in a chair (not supported), he would slump forward because of his hypotonic trunk. This slump caused the ribcage to come down on the catheter connector to the pump and eventually tore the connector. If he was repositioned supine, he would not push on the catheter connector. He had intermittent symptoms that varied from day to day. The diagnosis was made when the table was not available, and the kidney ureter bladder film was taken with the pt in his chair. This may be seen on spiral CT.

Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. At this time, no additional info was available, add'l info has been requested.